Event description:
While the surgeon was finishing the final turn of the screwdriver to implant, the expedium si polyaxial screw, the tip of the screwdriver broke off, leaving the tip of the screwdriver cold welded inside the head of the screw. This happened with both s1 screws - on the left and right side. The pt had extremely dense/hard bone. The procedure continued as normal as the screws were fully seated and the surgeon was able to insert and screw the rod into place. The rod was placed without compromising the procedure. Device 1: see also: 1526439-2009-00172.

Manufacturer narrative:
Drivers were returned with tips broken off and missing. Condition of the tips prior to breakage is unk at this time. Root cause appears to have been related to material fatigue due to normal wear and the application of atypical force.